Event description:
It was reported that the device could not be communicated with. It was also reported that the device could not be palpated in the pt's chest, but x-ray confirm that it is in the correct position and has not moved. A rough battery life calculation resulted on approx 3.23 yrs remaining until end of service. The device was last successfully communicated within june 2009 at which time it was not at end of service. Pt underwent generator replacement surgery on (B) (6)2010. Device has been requested, but has not been returned to MFR to date.